Event description:
The unit gives us tf(9907, 2414, 5509),

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. As the ventilator switched from ventilation to an irreversible ambient state, the event has been deemed to be a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective vu motherboard. In consequence (correction) vu motherboard with part number msp159304 (rga 70145) was replaced. There was no patient or user harm.